Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device identified a complete balloon circumferential tear in the balloon material and a break in the shaft. The complete circumferential tear in the balloon material was located at 7.5cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the balloon tear resulted in the balloon material being pulled out over the broken tip section of the device. The broken section of the shaft, distal to the lapweld break was in three sections. These sections were severely stretched and bunched. One section measured 9.7cm in length and another section measured 6.8cm. The third section comprised of the tip and the distal section of the balloon circumferential tear. It is noted that the break and stretching that was evident along the sections of device, are all consistent with excessive force having been applied to the shaft. A microscopic examination of the balloon material could not identify any other tears along both sections of the circumferential tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The approximately 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced to dilate the target lesion. However, during first inflation at around 19 atmospheres for 20-30 seconds, the balloon ruptured. The device was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The approximately 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7.0 x 100, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, during first inflation at around 19 atmospheres for 20-30 seconds, the balloon ruptured. The device was completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.